Manufacturer narrative:
Device evaluation: analysis of the returned device identified it to be underweight, a broken shell, red particles in the gel and an observed 40 mm dark patch edge of material inside the gel device. A visual and microscopic analysis was performed which identified a portion of the shell was missing, wear/abrasion, crease folds and a sharp broken opening on radius assessed as a surgical impact opening, for the stress marks in the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a broken sharp opening on the radius assessed as a surgical impact opening. As a portion of the shell was missing, the assessment was inconclusive. Additional, changed, and/or corrected data: a.4, b.5, b.6, d.6b, d.9, g.2, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.